Event description:
The customer contacted stryker to report that the main keypad has been installed in the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the issue was incorrect keypad installed in the previous maintenance performed by a technician. The device's main keypad was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the main keypad has been installed in the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.